Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for blood glucose levels high.

Manufacturer narrative:
A tear was observed on the right side of the exposed soft cannula, from which fluid was observed to leak. The cannula tear is confirmed as the root cause of the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.